Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error, it displayed error 8703 when booting then went to system error 132220314 on the screen. It was verified that the issues were resolved by using a known good media processing unit. It was additionally noted that the programmer had internal corrosion and was unrepairable. The device was to be scrapped and replaced. (B)(4).

Event description:
It was reported that when the programmer was being booted up it restarted and displayed error 13220314. The user tried cycling the power however the error recurred. It was further noted that unplugging the programmer accessories did not restore functionality to the programmer. The programmer was returned for service. There was no patient involvement.